Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was replaced and the power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the system had a communication failure error and had to reboot three times during case. This error may result in a system lock up, no boot, or shut down situation. There was no pt injury or death reported.